Event description:
On (B)(6) 2011, patient reported that he experienced elevated blood glucose as high as 500 mg/dl due to bent and kinked infusion cannulas. Normal blood glucose is below 200 mg/dl, and patient would deliver insulin injections to regulate his blood glucose. There were no issues with the preparation, insertion, or removal of the infusion set. There was insulin leakage at his infusion sites. Headsets were inserted manually, and patient noticed the issue immediately after insertion. Patient started using this type of infusion set 3 months ago and experienced these concerns more than once. The first time this occurred was after he received the recall notice in the mail. No product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.